Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was being positioned when the helix became attached to muscle and when pulling the lead back, the helix extended and could not be retracted. The was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.